Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a pocket revision, pocket infection was observed upon opening of the pocked. Patient had twiddler syndrome and the leads were braided together. Physician unbraided the leads and continued to perform pocket revision was completed. Physician suspected that the infection was due to the patient having twiddler syndrome and the flipping of the device in pocket ripped the internal stitches and prevented the pocket incision from healing which led to the infection. The infection persisted and the patient had another procedure. Device and leads were explanted. Physician opted not to implant a new system until the pocket area has healed. Patient was stable.